Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, cracked reservoir tube, missing end cap sticker and minor scratches on display window noted. The test reservoir stay locked in place noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a button error alarm and none of the buttons were responding. They could not clear it. The customer stated they had to dry the insulin pump out for 2 days and then the alarm was cleared. The insulin pump did not get wet. The customer also reported that the reservoir will not stay in place because the plastic piece on the reservoir compartment was missing. The customer¿s blood glucose level was unknown. The customer was disconnected from the insulin pump and was using a spare one they had. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.